Manufacturer narrative:
Additional information was received that there was no device malfunction suspected and there will be no further course of action.

Event description:
A report was received that the patient¿s ipg was too deep. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.

Event description:
A report was received that the patient¿s ipg was too deep. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.